Event description:
It was reported to vyaire medical that immediately when the vela ventilator was powered on, low pip (peak inspiratory pressure), high rate and xdcr fault (transducer fault) alarms were triggered during set up prior to patient use.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned.